Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up emdr will be submitted when additional information becomes available.

Event description:
The event occurred in germany. It was reported that after opening the be-hls 7050 #shls set advanced 7.0, a kinked arterial tube was noticed. The affected hls set was not used for patient treatment. However, a delay in patient treatment occurred, but did not result in harm or risk to the patient. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that after opening the be-hls 7050 #shls set advanced 7.0 a kinked arterial tube was noticed. The affected hls set was not used for patient treatment. However, a delay in patient treatment occurred but did not result in harm or risk to the patient. No harm to any person has been reported. The affected product was investigated at the getinge laboratory on 2022-11-04. During visual inspection of the hls set, the kink in the arterial tubing could be confirmed. The most probable root cause for the reported failure was found to be an assembly error during production. If the winding direction of the tubing raw material is not observed during assembly, the reported failure could occur. The deformation in the form of a kink observed in this case was caused by an opposite loading situation of the hose. Based on the investigation results the reported failure "kinked tube" could be confirmed. Maquet cardiopulmonary initiated a non-conformance process in regards to the detected findings. All further actions and investigations will be performed within this process. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).